Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of the last hospitalization was 35 mg/dl. Customer stated that she was not eating correctly and her insulin pump was not working as designed. Nothing further was reported.